Event description:
It was reported that invalid data message was observed when the device was interrogated. There was no histogram data and no event summary data either. The device reached elective replacement indicator and was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that invalid data message was observed when the device was interrogated. There was no histogram data and no event summary data either. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.